Event description:
Falsely elevated sodium results were obtained on two patient samples. The results were reported to the physician who questioned the results. After discordance was recognized and instrument maintenance performed, the samples were re-run and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was multiple maintenance issues. The customer performed routine maintenance steps. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed additional maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required